Event description:
Boston scientific received information that an alert was issued for the lead safety switch (lss) being triggered on this pacemaker and right ventricular (rv) lead. Boston scientific technical services (ts) recommended replacing the device. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.